Event description:
As reported by edwards implant patient registry (ipr), approximately 2 years post implant of a 29mm sapien 3 valve in the aortic position via transfemoral approach, the patient's valve was explanted due to severe stenosis and restricted leaflet motion. A surgical valve was implanted. Additional information received via medical records indicated the patient had recent onset of shortness of breath (sob) and dyspnea on exertion (doe).

Manufacturer narrative:
The investigation is ongoing. Device not available for return.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Medical records were provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving valve and delivery system usage. Per the IFU, accelerated deterioration of the valve due to calcific degeneration may occur in patients with an altered calcium metabolism. In addition, valve stenosis and structural valve deterioration are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for valve stenosis and leaflet motion restricted in patient were confirmed based on medical records provided. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity, it could be an indication for valve replacement or medical intervention. Per medical records review, it was revealed that the patient had diabetes mellitus (dm) and hyperlipidemia. The dm is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. In this case, available information suggests that patient factors (diabetes mellitus (dm) and hyperlipidemia) may have contributed to the event. As the patient had severe stenosis, this likely restricted the leaflets motion. In this case, available information suggests that patient factors (stenosis) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.